Manufacturer narrative:
Follow-up #1: date of submission 06/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/06/2016 with the following findings: there was evidence of unexplained pump reboot events observed in the black box on (B)(6) 2015. The pump intermittently powered on with a test battery cap. There were battery compartment cracks observed in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment. There was no evidence of additional moisture inside the pump. Unrelated to the initial allegation, the display screen was dim and discolored. The up button was intermittently responsive. Contamination was found on the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment and cap were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.